Event description:
While using the hana operating room table, the staff experienced injuries while unlocking the casters with their hands.

Manufacturer narrative:
The device is scheduled for eval. The locking mechanism on the casters is designed and labeled for locking and unlocking with your foot. The healthcare workers were using their hands. (B)(4).